Event description:
It was reported that inter-operatively the lead end cap was used and was unable to be removed. It was ¿looking a little twisted.¿ the set screw was removed and the lead end cap was still unable to be removed. It was unknown if there was lead damage. The health care professional was going to attempt to cut off end cap. It was further noted the health care professional was able to remove the end cap without damaging the lead. Additional information received reported that the issue was only seen on one of the two leads implanted. The battery was not yet programmed and would be programmed at an unknown later date. Nothing was explanted. It was later reported that the impedances were good on the lead. The doctor did not cut the lead end cap.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va09evf, implanted: (B)(6) 2013,product type: lead. Product ID: 3387s-40, lot# va07bbf, implanted: (B)(6) 2013, product type: lead. (B)(4).